Manufacturer narrative:
Investigation conclusion: customer's complaint was not replicated with in-house testing of retain lot w62032rb. No issues with tni recovery were observed. Manufacturing batch records for lot w62032rb were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer called to report three discrepant triage tni results while conducting a validation study for a new triage meter. Patient samples were used, but only for the basis of validating the new meter and not for treating patients. Samples on the beckman unicel were plasma mint top tube collections. The whole blood edta tube was drawn at the same time as the mint top, but was tested within 2 hours of the original sample. Patient 1: the triage system produced a tni result of <0.05 ng/ml while the beckman unicel produced a tni result of 0.07 ng/ml. The results for this patient are unconfirmed as they did not appear on the data sheets provided by the customer. Patient 2: the triage system produced a tni result of <0.05 ng/ml while the beckman unicel produced a tni result of 0.11 ng/ml. Patient 3: the triage system produced a tni result of <0.05 ng/ml while the beckman unicel produced a tni result of 0.09 ng/ml. The facility cutoff for the beckman unicell for tni is 0.03 ng/ml; anything above this level is considered critical by the facility. No patient treatment or intervention was conducted based on the triage meter results. The customer stated that controls for this lot of devices were within 2sd. Although requested, no additional information is available.